Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the right front plunger corner. A review of the event history log did not identified any events related to the customer's reported problem. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. White teflon debris were found on worm coupling facets causing the motor rate error. The root cause of the problem was related to design. Replaced old teflon washer with delrin washer. Replaced worm coupling, worm gear, and motor mount for preventative purposes. No product information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.